Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify what was the exact issue? Please provide more information what do you mean by "there were too many leaks"? Could you please clarify if the patient suffered from any signs or consequence due to the issue? Please provide more details. What is the lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a robot assisted laparoscopic prostatectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the product was used for vesicourethral anastomosis, but the product was stopped using because there were too many leaks. The hospital originally used v-loc and switched to stratafix around july. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/11/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned additional information: h6 additional information was requested, the following was obtained: * could you please clarify what was the exact issue? Please provide more information=>reps couldn't hear the details. Leak after the surgery with vesicourethral anastomosis with stratafix spiral. * what do you mean by ""there were too many leaks""?=>leak occurred in some cases. The number is 3 (registered in (B)(4)) . * could you please clarify if the patient suffered from any sign or consequence due to this event? Leak occurred in some case. The number is unknown=>the number is 3 cases. * what is the lot number?=>unknown no further information will be provided. The following additional information was requested: *was there any change in the patient¿s post-operative care due to this reported event?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: *was there any change in the patient¿s post-operative care due to this reported event: no further information is available. No further information will be provided.